Manufacturer narrative:
Initial and final MDR 1985313 - MDR 3003442380-2024-26875 - device 2 of 4

Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6)2024, it was reported that the patient encountered 4 infusion sets cannula kinked events within 3 hours after insertion. The site of insertion was upper buttocks, abdomen and leg. The blood glucose was reported 538 mg/dl and treated with bolus via pump. Patient replaced infusion set and resumed insulin successfully. Do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information